Manufacturer narrative:
Investigation was done on-site through a third-party representative and indicates the malfunction in the rotational locking mechanism is due to performance issues with the actuator component. The manufacturer of the operating room table is working to further investigate the malfunction and collect the actuator component for analysis. Internal corrective action has been initiated to further address this issue.

Event description:
The customer reported the rotational lock of the ort200 failed to lock table movement in place after being unlocked and rotated. This occurred after terminal cleaning after a case and in preparation for removing the table with the table cart. No patient was involved.